Event description:
I had a hysterectomy and a sacrocolpopexy which used caldera's vertessa lite y mesh. Less than three weeks later I developed a small bowel obstruction and had to have laparoscopic lysis of adhesions and removal of the central portion of the intra-abdominal mesh. The mesh had migrated to two spots on the small bowel, the colon, the pelvic side wall and the cervix.